Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 15 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle on (B)(6) 2010 in the timeframe between 00:00:03 and 09:04:22. Ventricular short interval count v-sic=85.6 counts avg/day, in 5.32 days, between (B)(6) 2010 03:24:45 and (B)(6) 2010 10:58:31. 1 - patient alert for lead failure predictor on (B)(6) 2010 08:33:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller asked what the marker channel is seeing that the right ventricle electrogram is not. There were also questions regarding the potential of a fracture on the lead, and potential connection or set screw issues. The lead and device remain in use. No patient complications have been reported as a result of this event.